Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2019 with the following findings: on investigation, the pump alarm history verified a string of cs 054, 052, 012 call service alarms. The pump powered on with continuous vibration and a blank display screen. Investigation determined the issue was associated with a failed internal processor. Investigation duplicated the complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a blank display issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.